Event description:
It was reported that the customer had air bubbles in the reservoir/tubing. Air bubbles were very small and occurred after 15 hours. Customer stored the insulin in room temperature. Customer did not have pre-filled reservoirs in use. Customer did not rewind with a reservoir in place. Nurse will try to call back if leaks are detected. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.